Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-613-1 ibalance tka, handle, modular keel punch had an issue. During a tka procedure on (B)(6) 2023, the surgeon noticed the handle on the keeled quick connect was cracked. The case was finished with another ar-613-1. This was discovered during use, with no reported adverse event or patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-613-1 serial/batch number 051916 was received for investigation. Visual evaluation found the handled was cracked. Signs of wear and tear. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.